Event description:
On (B)(6) 2024 it was reported that this peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient¿s spouse reported that he found the patient deceased on (B)(6) 2024. The patient was still connected to the cycler from the last treatment. A review of the treatment record was conducted by the pdrn and there were no issues, alarms, or anything out of the ordinary noted in the record. Per the pdrn, the patient¿s health was rapidly declining recently. The spouse reported increased confusion approximately two weeks prior to the death. The patient had driven the car into their house. No official cause of death was documented; however, the pdrn stated that age and the declining health was likely the cause. No additional information pertaining to the patient death was available.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient death. However, there is no documentation in the complaint file to show a causal relationship between use of the liberty select cycler and the patient death. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. A review of the treatment records did not find any issues with the cycler or the treatment at the time of death. Although a cause of death was not documented, the patient had a recent decline in health that was most likely related to the death. The mortality rates for patients with end-stage renal disease are significantly higher than those without the disease. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 01/may/2024 it was reported that this peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient¿s spouse reported that he found the patient deceased on (B)(6) 2024. The patient was still connected to the cycler from the last treatment. A review of the treatment record was conducted by the pdrn and there were no issues, alarms, or anything out of the ordinary noted in the record. Per the pdrn, the patient¿s health was rapidly declining recently. The spouse reported increased confusion approximately two weeks prior to the death. The patient had driven the car into their house. No official cause of death was documented; however, the pdrn stated that age and the declining health was likely the cause. No additional information pertaining to the patient death was available.